Event description:
Following the procedure, resistance was noticed by the operator when removing the eagle eye catheter from the patient's body. The distal tip of the catheter broke apart as the catheter was removed. There was no pt impact due to the incident.

Manufacturer narrative:
Following the procedure, resistance was noticed by the operator when removing the eagle eye catheter from the patient's body. The operator reported that the distal tip of the catheter broke apart as the catheter was removed. There was no pt impact due to the incident. The catheter was not returned to the MFR for investigation. The device history record shows that the catheter was manufactured to specs. Although the device did not cause or contribute to an injury, there could be potential for injury should the event happen again. This report is being sent as a notification.